Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the lead exhibited good thresholds and measurements, but was undersensing. The lead was repositioned during the procedure, and sensing has been great since. The lead remains in use. No patient complications have been reported as a result of this event.